Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.there have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a toric lens that rotated off axis approximately one month following an intraocular lens (iol) implant procedure. The surgeon is planning to rotate the lens back to 105°.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon, who reported that iol did not cause/contribute to the event. In his opinion, the patient has a large bag that caused the lens to rotate. An iol rotation was performed and the event resolved.